Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. Caller told by pt that pt hasn't used stimulation in "forever". Pt doesn't have their controller or recharger with them and it's unclear if pt even has those still. MRI being done of thoracic and lumbar spine for failure of scs system per caller.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.